Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast altis mesh. Later the patient experienced urinary retention requiring prolonged foley catheter usage, mesh extrusion and exposure, pain, dyspareunia, urinary frequency, vaginal scar and the patient's spouse can feel a stitch. A sling revision, mesh removal, posterior repair and vaginal scar revision were performed.